Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a whipple procedure, when the doctor pushed the adjustable knob forward to fire the staples it was difficult to do. The doctor found a small, approximately 2mm, green piece from the cartridge and removed it. The handle and reload was replaced. There was no damage to the patient. Patient status is stable.